Event description:
During the transfemoral tavr procedure, the patient sustained an aortic dissection and coronary artery occlusion. Initially, the patient underwent successful deployment of a 29mm sapien xt valve. The valve was deployed in a 50:50 position. Post deployment tee revealed trace pvl. Within 3-5 minutes after deployment the patient's blood pressure began to drop and the heart rate decreased. An angiography was performed which showed the rca was no longer in view; there was no flow where before flow had been noted prior. The pacer was turned on and CPR was initiated. The patient was then placed on bypass. An attempt for coronary intervention was started but the physician was unable to engage the rca. A dissection was then observed in the aorta. The patient was converted to open heart surgery. The dissection did not require repair and was left to self heal. The patient received a graph to the rca to repair the impeded flow. The patient was awaken days post procedure and was thought not to have developed any neuro deficiency at the time. The surgeon believed the dissection was caused during valve deployment and the pooling of the blood occluded the flow to the artery. The annular diameter by CT was 22.3 x 27mm, with an area of 530mm². The sinuses were on the smaller side, native leaflet calcification was moderate-severe.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, and coronary flow obstruction are known potential complications associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the aortic dissection was believed to have been caused during valve deployment; however the cause could not be confirmed. As reported, pooling of the blood was believed to have subsequently occluded the flow to the coronary artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.